Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to reproduce the issue. Fse removed and replaced the integrated electro surgical unit (iesu) generator. System was tested and verified ready for use. Isi has received the iesu associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation. The probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer called technical support engineer (tse) and reported that the monopolar was not working. The caller reported they went through all their green energy cables. Tse confirmed with caller that the neutral pad icon was red. Tse advised caller to hard power cycle the integrated electro surgical unit (iesu), and caller stated surgeon was going to work through it. Caller requested iesu be inspected. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon completed the procedure with bipolar and did not use the monopolar ports.